Manufacturer narrative:
H.6. Type of investigation code b20: the device was discarded at the facility and is not available for analysis. H.6. Type of investigation code b14: the device history record was reviewed to ensure that each manufacturing and inspection operation was performed and indicated the product met creganna medical specifications and procedures. H.6. Investigation conclusions code d12: according to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2023, this patient underwent 2 debranching tevar for aneurysm enlargement due to failure of non-gore artificial vascular anastomosis using gore® tag® conformable thoracic stent graft with active control system. A gore® dryseal flex introducer sheath was used for access. While advancing the sheath, a resistance was felt. A dissection from right external iliac artery through right femoral artery was observed upon withdrawing the sheath. Femoral-femoral bypass was performed to treat the dissection. The diameter of the reia was reportedly approximately 8.3 to 9.1mm. The patient tolerated the procedure.